Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation as one of the gripper arms was initially unable to lower as the gripper cover was caught in the harness. After the lock lever was advanced to lock the clip, the harness released the gripper cover and the gripper arm could then be lowered. The observed product quality problem was due to the gripper cover getting caught in the harness. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a potential product issue was identified due to the observed product quality problem resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. An ntw clip was inserted and grasping was attempted. However, it was observed that the posterior gripper was unable to lower. Troubleshooting was performed, but the issue was unable to be fixed. Therefore, the clip was removed and replaced. One clip was successfully implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.